Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. Gts explained the message to the home patient (hp) and informed him to start over using new supplies. Gts had the hp cycle power to clear the error. The hp had started initial drain without being connected. Once the error was noticed, he connected to the machine and received the system error 2240 alarm. There was no serious injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp's clinic on (B)(6) 2010 regarding the reported problem. The peritoneal dialysis (pd) nurse stated that they were not aware of the issue. She stated the patient was fine, and that there had been no medical intervention.

Manufacturer narrative:
The reported condition of occlusion alarm not functioning was confirmed and duplicated. The reported condition is due to misadjusted occlusion switch. The occlusion switch was adjusted to correct the reported condition. (B)(4).

Event description:
The facility representative reported a infusor pump with a condition of "occlusion alarm not functioning." It is unknown when this condition occurred. The area where this event occurred is unknown. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
(B)(4).